Event description:
(B)(4). I had essure placed in 2008, no hsg test done, no nickle allergy testing, and no card given. My cramping and bleeding only got worse, was unable to lose weight, weighed more than I had ever weighed in my life. Bloating, severe back pain, began to see an orthopaedic doctor due to my back, they chose to do injections, set of three, after the first injection, my period started to come twice a month with a lot of pain, after 2nd injection, I bled from (B)(6) with pain continuing. At this point, orthopaedic doctor refused to do 3rd shot due to bleeding and sent me to gynecologist. First noted cysts on ovaries but said those usually go away on their own and had me come in for blood work and biopsy. After this pain became overwhelming, went to another gynecologist who determined it sounded like endometriosis and did a scope to see what was going on, he determined I had severe endometriosis and lesions everywhere, including my bowel. He knew I had essure but at this point, all the side effects were not brought to light, he did hysterectomy just removing uterus. For two weeks, I continued to have severe pain, landed in ER with ureter cut, which led to 7 nephrostomy tubes, 2 internal stents, and surgery in 2012. During this time, I was hospitalized several times due to infections, along with several ER visits. I was told by one ER doctor I had chronic pelvic pain and suggested going back to gynecologist to set up plan considering this is a long term process. When I went back to gynecologist, he informed me, (B)(6) of 2012, that when he did hysterectomy, he cut part of essure that stuck out in uterus, he would not listen when I said they are not supposed to be in uterus. I was dismissed and at this point, I had already seen several specialist and all felt there was nothing wrong so I was looked at as a drug seeker. I also contracted c-diff in (B)(6) 2012, due to being on antibiotics for about a year due to infections. This is something I will have to deal with rest of my life, within 6 months, I lost 40-50 pounds due to lack of appetite and fear of c-diff returning. I have had headaches since this began which have only gotten worse, continue to have cramping and both of these have caused me to be unable to get out of bed. No one can explain why I'm having the pain and it has caused my depression and anxiety to double in severity. I was stable in my mental health before this began but would not say I'm anywhere near stable at this point. Continues to get worse due to not being listened to and the doctors who feel, can't see it, it doesn't exist. Also gynecologist never mentioned anything about essure until I asked a little over a year later.